Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 4000 mcg/ml fentanyl at a dose of 913 mcg/day and 16 mg/ml bupivacaine at a dose of 3.653 mg/day via an implantable pump for non-malignant pain. It was reported that a flipped pump was confirmed. They were going to bring the patient back to discuss if they were going to manually flip the pump back or send the patient for surgery. There were no reported symptoms.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative regarding the patient¿s implantable infusion pump. It was reported that the pump was not flipped, and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.